Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/wont turn. The speedband superview super 7 device was returned for analysis and a visual inspection revealed damaged teeth on the ligator housing, overlapping and one broken band, and evidence that the slack was not taken up and the trip wire was not secured to the post; however, functional testing confirmed that the handle was still able to rotate 180 degrees and produced an audible click. No other problems were noticed with the device. The reported event of bands failure to deploy was confirmed based on the analysis performed on the returned device. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The damage observed on the teeth suggests that the device may have been used with excessive force or that the manner in which the device was introduced through the patient contributed to the damage, affecting the performance of the handle during band deployment. The presence of an overlapped and damaged band also suggests that procedural technique, anatomical tortuosity, or the way the device was manipulated during deployment may have interfered with proper band release. Additionally, failure to take up the slack is inconsistent with the instructions for use (IFU) and can compromise the correct engagement of the trip wire with the handle mechanism. Therefore, taking into consideration all compiled information and the lack of evidence of a manufacturing defect, the most probable root cause is determined to be failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an egd procedure performed on (B)(6) 2025. It was reported that there were no issues setting up the device. During the procedure, the physician attempted to deploy a band, but the handle would not turn and the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an egd procedure performed on (B)(6) 2025. It was reported that there were no issues setting up the device. During the procedure, the physician attempted to deploy a band, but the handle would not turn and the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: it was reported that there were no issues setting up the device. Block e1: initial reporter title: dr. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/wont turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an unknown procedure performed on an unknown date. It was reported that, during the procedure the physician attempted to deploy a band, but the handle would not turn and the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: exact date unknown, event awareness date: (B)(6) 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/wont turn.